Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced reproducible stimulation from pacing from the right atrial (ra) lead. It was noted the patient's implantable pulse generator (ipg) programming is off label. Reprogramming was carried out and the ipg and lead remain in use. No further patient complications have been reported as a result of this event.